Manufacturer narrative:
The device was not returned to mmdg for evalution. Because the device was not returned to mmdg, no investigation could be performed. A DHR review was conducted, and no non-conformances were found.

Event description:
The initial reporter stated that the pump was not alarming or recognizing when the infusion was complete. Mmdg has attempted to obtain additional information, and is continuing to make follow up attempts, however, no other information is available at this time. (B)(4).